Manufacturer narrative:
This report is filed on july 23, 2019.

Manufacturer narrative:
This report is submitted on march 27, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced poor performance with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.